Event description:
Reportedly, the patient received several shocks due to an electrical storm on (B)(6) 2016. The battery voltage was normal afterwards. However, when the patient was hospitalized for an av node ablation on (B)(6) 2016, the battery curve showed a decrease of the battery voltage. The recommended replacement time was reportedly reached. Note that no atrial lead was implanted for this patient.

Event description:
Reportedly, the patient received several shocks due to an electrical storm on (B)(6) 2016. The battery voltage was normal afterwards. However, when the patient was hospitalized for an av node ablation on (B)(6) 2016, the battery curve showed a decrease of the battery voltage. The recommended replacement time was reportedly reached. Note that no atrial lead was implanted for this patient.

Manufacturer narrative:
Following our recommendation, the device was explanted and returned for analysis.

Event description:
Reportedly, the patient received several shocks due to an electrical storm on (B)(6) 2016. The battery voltage was normal afterwards. However, when the patient was hospitalized for an av node ablation on (B)(6) 2016, the battery curve showed a decrease of the battery voltage. The recommended replacement time was reportedly reached. Note that no atrial lead was implanted for this patient.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient received several shocks due to an electrical storm on (B)(6) 2016. The battery voltage was normal afterwards. However, when the patient was hospitalized for an av node ablation on (B)(6) 2016, the battery curve showed a decrease of the battery voltage. The recommended replacement time was reportedly reached. Note that no atrial lead was implanted for this patient.